Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the printed circuit board, the light-emitting diode on the control panel does not light up. The most probable cause of the complaint is a cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that half of the screen on the high flow insufflation unit would not light up. The issue occurred during the procedure. There were no reports of patient harm or injury.